Event description:
It was reported that one day post implant the right ventricular (rv) lead exhibited possible non capture and possibly became dislodged. Pacing irregularity was noted on the implantable pulse generator (ipg). It was further reported that the patient coded with pulseless electrical activity with asystole. Epinephrine and multiple rounds of cardiopulmonary resuscitation were done however, the patient passed away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.